Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. The power management tool confirmed low battery alarms and an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Unit was received with minor scratched lcd window, scratched case and cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 458 mg/dl. Customer felt ok to troubleshoot for high blood glucose reading. Customer's current blood glucose reading was 265 mg/dl. Customer blood glucose reading at the time of the incident was 448 mg/dl. Customer stated high blood glucose reading started on (B)(6) 2017. Customer reported they have not contacted their healthcare provider regarding the high blood glucose reading. Customer treated the high blood glucose reading with shots. Infusion set was changed on (B)(6) 2017 at 9:00 am. The note did not mention if the cannula was bent. Customer declined to check for air bubbles and leak. Customer did not mention the drive support condition. Customer stated high pressure test passed. Customer declined to check setting. Products will be returning for analysis.